Event description:
Philips received a complaint on the defibrillator indicating that the device was unable to charge until 150j. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The philips authorized service provider (asp) evaluated the device onsite and determined that the cause is faulty dfm100 assy therapy & dfm100 assy processor & paddle. After asp replacing the dfm100 assy therapy & dfm100 assy processor & paddle, the device returned to full functionality. However, the complaint was escalated for technical complaint investigation. The dfm100 assy therapy & dfm100 assy processor were returned to philips for additional analysis. Further details regarding repair will be updated in summary when child technical investigation pr (B)(4) closed.